Manufacturer narrative:
Combination product: yescorrected the initial reporter information. Reference CAPA# nc-24-004. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing related root cause could be identified. The root cause for the complaint event is most likely related to the extension catheter used in the intervention whose dimensions do not meet the requirements specified in the orsiro mission us IFU.

Event description:
An orsiro mission drug-eluting stent was selected for a treatment of a severely calcified lesion in a severely tortuous part of the distal lad. After pre-dilation, the affected device was introduced into the patients body during which the stent was stripped from the catheter. The stent was being pushed through 5.5f guideliner when it embolized. It was discovered in the anatomy proximal to the lesion and ballooned into the vessel wall. A 2.25/26 orsiro was then placed over the crushed stent for stabilization.

Manufacturer narrative:
Combination product: yes the affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing related root cause could be identified. The root cause for the complaint event is most likely related to the extension catheter used in the intervention whose dimensions do not meet the requirements specified in the orsiro mission us IFU.